Event description:
It was reported that on (B)(6), 2008, patient underwent a t7-t8 posterior spinal fusion with instrumentation, the augmentation of posterior spinal fusion with local bone graft, and the right t7-t8 laminotomy, foraminotomy, and discectomy. On (B)(6), 2008, patient underwent a c4-c5 posterior cervical fusion, the right c5-c6 foraminotomy, and the augmentation of posterior cervical fusion with rhbmp-2/acs and local bone graft. On (B)(6), 2009, patient underwent a t3-t4 and t5-t6 laminectorny foraminotomy and discectorny, the t3-t4 and t5-t6 anterior spinal fusion with placement of local bone graft, and the posterior spinal fusion at t3-t8 with rhbmp-2/acs and local bone graft. Postoperatively, patient now suffers from injuries including chronic pain syndrome, back pain, neck pain, arm pain, shoulder pain, numbness and tingling, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with thoracic radiculopathy/myelopathy, multilevel thoracic herniated nucleus pulposus with chronicthoracic back pain and underwent the following procedures: instrumentation removal at t7-t8 with removal of set screws and longitudinal rods, bilateral posterior segment spinal instrumentation with placement of pedicle screws at t3, t4, ts and t6, left t3-t4 laminectomy forominotomy and diskectomy. T3-t4 anterior spinal fusion with placement of local bone graft, right t5-t6 laminectomy foraminotomy and discectomy, anterior spinal fusion t5-t6 with local bone graft, posterior spinal fusion t3-t4, t4-t5, t5-t6, t6-t7 and t7-t8 with local bone graft and bmp, eural monitoring with somatosensory evoked potentials and motor evoked potentials. As per op-notes,¿ the disk was removed with curettes as well as pituitary rongeurs. After this was completed, the nerve root was freed and a woodson elevator was placed ventral to the dura to ensure that the cord was decompressed. This appeared to be case. Therefore, after removal of the remainder of the disk material, we packed local bone graft into the interbody space. This was done after curetting the end plates. Following this on the right at t5-t6, this exact procedure was performed and completed utilizing a laminectomy, foraminotomy and discectomy. Again the end plates were curettes after removal of the disk material and local bone graft was packed into the t5-t6 interspace for an anterior spinal fusion. With all of this completed, wo then irrigated the wound. We then cut and contoured two longitudinal rods, placed these over the screws, locked the set screws in place and broke off the set screws. The dorsal elements were then decorticated and 12mg of bmp on absorbable collagen sponge was then placed with local bone graft to perform fusion bilaterally at t3-t4, t4-t5, t5-t6, t6-t7 and t7-t8.¿ the patient tolerated the procedure well without any intraoperative comp lications.